Event description:
Clinical study. It was reported that 268 days after a coronary drug eluting stenting treatment procedure, the patient had an acute myocardial infarction (mi) and expired. The lesion being treated in the index procedure was a 2.5x15mm, 95% stenosed portion of the distal right coronary artery (dist rca). The physician treated the target lesion with a predilation and successful placement of a taxus express2 8.8% 2.5x20mm drug eluting stent. The post-procedure target lesion had 0% diameter stenosis. There were no reported complications. Patient was discharged the next day on aspirin and plavix. At 268 days after the initial implant procedure, the patient expired. Per death certificate, her daughter stated the patient had atheroclerosis, coronary artery disease, and acute myocardial infarction. In the opinion of the physician whether the target vessel was involved in the death was unknown. An autopsy was not performed.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.